Event description:
Reportedly, one of the valve's leaflets was not moving well. Valve was explanted and replaced with another valve of the same type and size. At explant, doctor reported that native tissue was obstructing the valve opening and closing. No patient problems were reported as a result of this event.

Manufacturer narrative:
Valve discarded at hospital. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.